Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using infusion set longer than 48 hours. Tandem customer technical support informed customer that using infusion set longer than 48 hours is off label per user guide. Customer reverted to manual insulin therapy. Customer's blood glucose was 194 mg/dl.